Manufacturer narrative:
(B)(6) 2011. (B)(6) 2005. (B)(4). The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. Unrelated to this complaint, the battery compartment was found to be cracked.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.